Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her 13-month-old daughter. The device allegedly gave readings between 98.4°f to 99°f, and a fever of 103.4°f was later measured at urgent care. Medication was prescribed by the urgent care provider; however, the specific type of medication was not disclosed. There were no complications from this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.